Manufacturer narrative:
One cadd legacy 1 pump was received to investigate the reported -8.50 percent failed accuracy. The pump was received in good condition. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported problem in the event log. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3 percent and well within the published specification of +/-6 percent.

Event description:
It was reported that a smiths medical pump failed accuracy -8.50 percent. The incident occurred while testing. No patient involvement.